Event description:
It was reported that prior to the start of a da vinci-assisted radical hysterectomy surgical procedure, the front end of the harmonic ace insert broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the harmonic ace insert was reportedly inspected prior to use, and no issues were noted. After the device blade broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The device was removed after the breakage with no resistance through the cannula. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that there was no patient harm, injury or adverse outcome. The device is available for return to isi for evaluation. A video recording of the procedure is not available, but an image of the device damage was provided to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace insert for evaluation, but the device has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the procedure log confirmed the surgical procedure was performed on (B)(6) 2022 matching the documented event details. In addition, the device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. An image of the harmonic ace insert related to this event was received. A review of the submitted image was performed. The image confirmed that the harmonic ace insert blade was missing/detached. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: prior to the start of a da vinci-assisted radical hysterectomy surgical procedure, it was alleged that the harmonic ace insert blade broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The harmonic ace insert was found with a broken curved blade. Failure analysis found the primary failure of the broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.43" x 0.10" was not returned. The common cause of the broken blade is typically attributed to mishandling/misuse. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h10/h11 for follow-up information.